Manufacturer narrative:
The device history record review could not be performed since no lot number was provided. A picture and the physical device were received for evaluation and the reported condition was observed; however, a definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that there was no tip to the catheter on the patient¿s end and it was used on a patient. There was no harm to the patient involved. Additional information was received from the customer and stated that the nurse could not 100% say if it was missing prior to patient use as she noticed it after the product was used.